Manufacturer narrative:
Continuation of d10: product ID wr9200 lot# serial# (B)(6) implanted: explanted: product type recharger, ubd: 20-apr-2024, UDI#: (B)(4). H3 device evaluation: analysis of the wireless recharger found the recharger was unresponsive. It was noted that the recharger's leds scrolled continuously and that the device's flash sector read/write protection bits had become set. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new¿malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the recharger would not charge. The lights were going non-stop, pressing the power button had no effect, and they could not turn it on to start charging. Later, the caller clarified the patient did not leave the charger on the dock plugged into the power between uses; they put it away between uses. Worked with caller to restart the charger by holding down the power button for 45 seconds off and while on the dock. The caller said the patient used the correct recharger cord and the ac power adaptor. The issue was not resolved. A device replacement request was submitted. No symptoms/patient complications reported